Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided and cause was unknown. Customer declined further troubleshooting with tandem technical support regarding the elevated bg, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.